Event description:
The account alleged the left foot brake caster has fallen off the bed. No injury reported.

Manufacturer narrative:
The technician investigated and found the bed was on it's side with the patient's right foot caster off. According to witnesses the caster just fell off, however, for the caster to fall out of its holding, that section of the bed would have to have been raised off the floor by at least one and a half inches. The account removed, cleaned, loctite and replaced all brake caster bolts to resolve the issue.